Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, lab inr: 2.21. The time between testing was 45 minutes. Reportedly, "milking" finger after finger stick, multiple finger sticks performed on the same finger. Therapeutic range 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional info provided.